Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that for about a six-week period, they received thirteen shocks from their implantable cardioverter d efibrillator (ICD). In addition, the patient reports feeling premature ventricular contractions (pvc) and a ¿warm¿ feeling in their brain when the device is working. During the first event, the patient was home and received six shocks. The doctor informed the patient that the device had misfired and was given antiarrhythmic medication. During the second event, the patient was at a truck stop and received seven shocks and went to several hospitals. The patient reported, ¿I still can¿t walk to this day.¿ the patient stated that they are experiencing dizziness, fatigue, rapid heart rate, and shortness of breath, and has an oxygen tube now. The patient reported prior to receiving the shocks, they were able to work, but now can¿t, and they had to cancel two heart surgeries because of the device. The device remains in use. No further patient complications have been reported as a result of this event.